Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was attempted to be inserted via the right axillary artery in a 71 year-old male patient for elective placement during a coronary artery bypass graft and valve procedure. The patient¿s clinical state prior to initiation of support was not reported. During the procedure, advancement of the impella 5.5 device was unsuccessful, as the pump was unable to be passed beyond the clavicle. The approximate angle of insertion was reported to be 60°, and a guidewire was utilized during the attempt. No excessive force was applied. Due to the inability to advance the device, the procedure was aborted. No additional adverse events or patient complications were reported.